Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15826702 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
The orbit galaxy tight distal loop complex xtrasoft coil 4 x 8 (B)(4) was stretched while re-positioning. The target vessel was basilar tip. The vessel was not calcified and not tortuous. The same microcatheter (details unknown) was used to complete the procedure. An adequate continuous flush was maintained through the microcatheter. The coil was used like a guidewire to reposition the microcatheter. A one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. Coil entanglement with previously placed coils was suspected to contribute to the event. There was no resistance between the guidewire and the microcatheter while accessing the target site. There was resistance during repositioning of the coil. The coil did not prematurely detach during removal.

Manufacturer narrative:
The orbit galaxy tight distal loop complex xtrasoft coil 4 x 8 ((B)(4)) was stretched while re-positioning. The target vessel was basilar tip. The vessel was not calcified and not tortuous. The same microcatheter (details unknown) was used to complete the procedure. An adequate continuous flush was maintained through the microcatheter. The coil was used like a guidewire to reposition the microcatheter. A one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. Coil entanglement with previously placed coils was suspected to contribute to the event. There was no resistance between the guidewire and the microcatheter while accessing the target site. There was resistance during repositioning of the coil. The coil did not prematurely detach during removal. A non-sterile orbit galaxy tight distal loop complex xtrasoft coil 4 x 8 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received partially unzipped and no damages were noted on it. The support coil and gripper were found outside and no damages were noted on it. The embolic coil was found stretched in knot condition. The gripper and embolic coil were inspected under microscope and the following were found: the gripper was found without damage while the embolic coil was found stretched in knot condition the suture was found broken. The suture seems to be elongated before breaking occurred. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due the conditions of the embolic coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance friction during repositioning could not be evaluated with functional testing; advancement through a microcatheter could not be performed with functional testing due to the returned condition of the device. The reported stretched coil was confirmed. Although the root cause cannot be definitively determined based on the analysis, it appears that it was caused by application of excessive force. Additionally inspections are in place to prevent devices with this type of failure from leaving the facility. With review of the available information, it appears that the procedural factor of using the coil like a guidewire to reposition the microcatheter along with coil entanglement may have contributed to the event. The IFU cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. With review of the available information, the analysis and device history records there is no indication of any manufacturing issues related to the event with device labeling addressing the identified procedural factors potentially contributing to the event. Therefore, no corrective actions will be taken.